Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure a high number of turns was needed to extend or retract the helix of the right ventricular (rv) lead and that the lead would "punch forward". Once implanted the lead was not sensing appropriately. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted the helix was received extended, stretched and bent and would not retract. If information is provided in the future, a supplemental report will be issued.